Event description:
Meridian bioscience, was contacted about a hospitalized pt. While in the hospital, the pt was given one 15ml vial of the stool transport medium para-pak zn-pva in order to collect stool. The pt instead drank part or all of the contents of the vial. After drinking the contents they vomitted green bile and mucous. They were given milk of magnesia by the hosp staff. After vomiting the pt was asymptomatic and able to consume food and liquids. Incident occurred at approx 10:30pm in 2004. It was reported to the poison control center at 8:00am on the following day.